Event description:
Hospital advised that the device was set up to infuse on a patient in the ICU, then the patient was transferred to the heart center where this occurred. User indicated the rate was set at 25cc/hr. A nurse in the heart center changed the bag and administration set at 19:00 hours, and at 21:30 observed that 400 cc's were missing from the bag. The nurse indicated three witnesses "checked the pump" and said it was set correctly. Bag was 1000cc's, drug unknown. This pumping module was removed from the patient and replaced with another one. There was no patient consequence.